Manufacturer narrative:
The customer confirmed the work will be completed by a third party. The defective part was replaced.

Manufacturer narrative:
Even though no part was received, it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reporting to philip's remote service engineer (rse) the v60 navigation (nav) ring is not moving. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The rse advised the bio-med that replacing the v60 front bezel will resolve the issue. The customer confirmed the work will be completed by a third party.